Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. The customer was then able to reload the original cartridge and resume insulin therapy, resolving the issue.